Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 312-480 mg/dl; cause was unknown. The customer delivered a bolus via the pump prior to the ER visit to address bg, and was treated with intravenous fluids of saline while in the ER. Customer could not recall specific details of treatment received. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.